Event description:
Upon receipt of the device, the user reported the power switch on the heart lung console was broken. This was discovered when the hospital received the heart lung console from another facility. Since the event upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.